Event description:
It was reported by the affiliate the er220 was used during a laparoscopic cholecystectomy. It was reported the clip dropped (not into the patient). There was no consequence to the patient.